Event description:
During a tcar procedure, a dissection of the common carotid artery was noted after insertion of the guidewire, which led to the placement of additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is underway.

Event description:
During a tcar procedure, a dissection of the common carotid artery was noted after insertion of the guidewire, which led to the placement of additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.